Manufacturer narrative:
The subject device was returned to local service department of olympus. Local service department checked the subject device and found that some of the elevator wires were cut due to worn and tear. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the preparation for use in endoscopic retrograde cholangiopancreatography (ercp), the nurse attached a distal attachment maj-311 into the distal end of the subject device and found that the wire of the forceps elevator was broken. The user stopped the procedure because the user facility had only one tjf scope for ercp. There was no report of patient injury associated with the event.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Omsc presumed that the wire was broken due to fatigue failure caused by repeated operation of forceps elevator, and the wire was raised due to repeated brush cleaning around the forceps elevator and attachment or detachment of the distal end cover.